Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction. Time of ae: post procedure. It was reported that one dat post rx acculink stent implantation in the left internal carotid artery, the patient experienced a non-q wave myocardial infarction with the chest pain and elevated troponin levels. Coronary angiogram was done but no intervention was performed. The patient improved and was discharged home five days later. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4): (B) (6) study event. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.